Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in a patient during an endovascular treatment where an endurant stent graft system was implanted. It was reported that, during the index procedure, the balloon ruptured on the first inflation while touching up the proximal end of the endurant stent graft bifurcate. The balloon did not seem to be excessively apposed. It was replaced with another reliant balloon that worked without an issue. The physician stated that the cause of the event could not be determined. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.